Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post-market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Visual inspection found blood or body fluid in the lumen but revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a high pacing threshold measurement due to lead might have migrated outside of the heart border. Additional information received which indicated that this lead came out and has pierced through the patient's heart and has fixed the issue. This lbb lead was explanted, replaced and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a high pacing threshold measurement due to lead might have migrated outside of the heart border. This lbb lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited a high pacing threshold measurement due to lead might have migrated outside of the heart border. Additional information received which indicated that this lead came out and has pierced through the patient's heart and has fixed the issue. This lbb lead was explanted, replaced and returned. No additional adverse patient effects were reported.